Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on 08-june-2024 .the events occurred within less than 1 day of insertion. The blood glucose level was found to be182 mg/dl at the time of event. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.